Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 device was returned for investigation. The device was evaluated and found to be unable to pull saline. The device was disassembled to look for leaks or blockages. Breast tissue was found in the needle. The needle was cleared and the device when reassembled was able to obtain 3/3 samples of chicken. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from a user facility stating, the elite would not suction per the nurse but then started making a hissing noise and it got clogged. Sample was not adequate, but sent to pathology. The procedure was completed with the original device. This has been documented in our system as record # (B)(4).